Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was frequently charging the ipg. There was no suspected device malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively.